Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment and battery cap were observed to have damaged threads. The pump could not maintain an electrical connection with the returned battery cap due to the battery cap detaching from the pump. A test cap was used to complete the investigation, and was unable to fully secure onto the pump. The pump powered on with the test battery cap, and was exercised for 24 hours with no power interruptions or duplicated complaints. The pump was opened and no moisture or loose components were observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.